Event description:
It was reported that this right ventricular (rv) lead exhibited 2 low out of range shock lead impedance measurements of 16 ohms and 0 ohms. It was noted that the value had returned to normal range upon analysis of device data. Technical services (ts) advised in-clinic isometric and pocket testing. The physician has elected to only pursue a normal follow-up interval at this time. No adverse patient effects were reported. Currently, this lead remains in service.